Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported intracapsular rupture diagnosed by MRI. Capsular biopsy was conducted and 1ml periprosthetic liquid sample was taken for cytology. The device has been explanted and replaced. This record relates to the left side.

Event description:
Healthcare professional reported an intracapsular rupture diagnosed by MRI. Capsular biopsy was conducted and 1ml periprosthetic liquid sample was taken for cytology. The device has been explanted and replaced. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, g1, g2, h3, h6. A review of the device history record has been completed. No deviations or non-conformances noted. A device analysis of the returned device identified: weight is to the spec and an opening on posterior. A visual and microscopic analysis was performed which identified: a sharp opening on posterior and a crease flat. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported intracapsular rupture diagnosed by MRI. Capsular biopsy was conducted and 1ml periprosthetic liquid sample was taken for cytology. The device has been explanted and replaced. This record relates to the left side. Healthcare professional later reported "a macrophagic inflammatory reaction rich in silicon-filled giant cells indicating a rupture of the prosthetic capsule¿.